Manufacturer narrative:
This MDR report product is for an ous event identified as same/similar during a retrospective review as a result of abbott¿s investigation.

Event description:
It was reported that the patient presented in clinic for follow-up. Upon interrogation, it was found that the pacemaker went into backup operation due to unspecified reason. Programming changes were made and the pacemaker was restored. There were no patient consequences.